Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 600 mg/dl at the time of the incident, the customer current blood glucose was 328 mg/dl. The customer was hospitalized on (B)(6) 2019. The customer was treated with intravenous infusion kept insulin pump on her give shots with syringe running high ketones. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.